Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient adapter of the transfer set could not get connected with the titanium adapter. There was no known patient injury or medical intervention associated with this event. No additional information is available.